Manufacturer narrative:
The customer¿s report of an unspecified event with a tubing while in use with a patient was confirmed. The set was visually inspected; as-received, the used set was missing all tubing below the drip chamber. Visual inspection of the drip chamber under magnification shows solvent residue. Functional and dimensional testing was not performed because only a partial set was received. The root cause of the separation is insufficient solvent.

Event description:
The customer reported an unspecified event with a tubing while in use on a patient; the suspect tubing was discovered on a manager's desk with no explanation or details provided. There is no report of patient harm; the customer has indicated that no further event information will be available.